Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. The cause of low bg was not provided. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment and consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.